Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable e433 - internal hardware error code was confirmed. Based on the results of the investigation, it was reported that the error was traced back to a defective (hvps) mother board. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 displayed error code e433-internal hardware error. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.